Event description:
The customer contact reported an operator error in programming the device, which resulted in the patient receiving less medication than intended. In 2006 at approximately 2000, the device was programmed to deliver heparin (25000u/250ml) at a titrated rate of 11u/hr and the delivery wasstarted. No further programming parameters were provided. On 03/10/2006 after 16 hours of delivery, the nurse noted that the device was delivering at a rate of 11u/hr, instead of the intended rate of 11 ml/hr. The physician was notified. There were no reported adverse patient effects. No medical interventions were required. The device was removed from clinical service. Therapy was resumed using a replacement device.